Event description:
It was reported the procise ez view wand became blocked during surgery. The procedure was successfully completed using a competitive device. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the customer¿s complaint could not be verified, nor could a root cause be determined with confidence. The wand may have been blocked by large volumes of tissue during suction excavation. The instruction for use (IFU) provided with the device contains precautionary statements and instructions for suction maintenance. There are no indications during manufacturing record review to suggest the device did not meet product specifications upon release into distribution.